Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. Reportedly, the patient also had symptoms of infection prior to the explant. Furthermore, the cause of system infection was unknown. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.